Manufacturer narrative:
(B)(4): xience stent implanted without pre-dilatation and in a saphenous vein graft. There was no reported product deficiency. The reported death is listed in the xience v everolimus eluting coronary stent system (xience v stent) instructions for use as a known adverse event associated with coronary stenting. It should be noted that the instructions for use (IFU) states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel/lesion to be treated. Additionally, the IFU also states that the xience v stent is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.25 mm to 4.25 mm. In this case, the lack of pre-dilation and implantation of the stent in a saphenous vein graft (svg) do not appear to have directly caused or contributed to the reported patient effect. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that approximately 2 years post direct stenting of a xience v stent in a saphenous vein graft, the patient was hospitalized. On (B)(6) 2010, the patient died from congestive heart failure. An autopsy was not performed. There was no additional information provided.